Event description:
In 2007, the pt's husband stated that after recently transitioning to a new model of infusion device, his wife experienced elevated blood as a result on the inability to program a "quick" standard bolus on her infusion device. He stated that she was attempting to deliver a 1.5 unit bolus of insulin, but was unable to complete the programming of this bolus on the infusion device. He stated that her blood glucose had elevated to 270mg/dl. He reported her target blood glucose range to be 100-120 mg/dl. He described her as a "brittle diabetic" and he noted that her blood glucose does fluctuate. Following a recent tooth extraction, she also had dry socket at the time of the report. Troubleshooting found no issue with the infusion device. The pt's husband was educated regarding the steps to program a "quick" standard bolus. He then assisted her in programming and delivering a 1.5 unit bolus of insulin. During follow up five days later, the pt's husband stated that she had not experienced any add'l occurrences of elevated blood glucose. The pt did not require medical assistance from a healthcare professional to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.